Manufacturer narrative:
(B)(4). Batch # p5657m. Additional information requested and received: the device fired at least the first cartridge correctly. Surgeon is unsure if the device failed on the second or third firing. The device was placed on tissue and closed with no issue. When the surgeon attempted to fire the device, he immediately heard a crunch/cracking noise like the stapler broke. The stapler did not complete any of the staple line or cut line as far as he could tell. Visually, I received the stapler with the handle in the closed and locked position. The jaws appear to be partially open with malformed/unformed staples visible in the proximal jaw and what appears to be the top of the knife blade exposed. The surgeon did not have any difficulty removing the device. The case was completed with a new stapler and there was no patient consequence or change to post op care. The surgeon has no additional information to add. The analysis results found that one psee45a device was returned with the anvil bent upwards and with an ecr45g reload loaded on the device. The reload was received fully fired with the cartridge deck damaged. Furthermore the anvil knife slot was noted to be damaged. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a video assisted thoracic surgery procedure, sales rep received an echelon powered plus 45 mm stapler with a green cartridge partially fired from the surgery coordinator office. All that was written on the box was bad stapler. No other information is known at this time. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient.